Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v040894, implanted: (B)(6) 2007, product type: lead; product ID 3487a-45, lot# v040895, implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that a week ago the patient was having swelling around the ¿impact area.¿ the incision area where the implant was located was swollen and it was getting worse, and it was moving to the waist up, wrapping around the side. The patient was having a lot of pain and the pain was getting worse every day. There was also a burning sensation ¿behind the battery pack,¿ back of the implantable neurostimulator (ins) inside of the body, which started 3 days ago. They were wondering if that was causing the pain and if the ins was leaking inside of the body. The patient had not had any traumas. They were advised to consult their healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.